Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was an issue with the syringe but did not state what the issue was. Upon review of the photograph provided by the customer, the syringe barrel appears to be cracked.

Manufacturer narrative:
There were no samples returned with this complaint, but a photo was attached to the complaint. The photo illustrates a syringe assembly (opened). The syringe was visually examined and had a very thin line in through the graduation print in the barrel. There are no signs of damage/broken pieces in the syringe barrel. The reported condition could not be confirmed without an actual sample to evaluate. The customer reported having an issue with a cracked syringe. A device history record review was performed and no anomalies were found. The application of the device could not be verified from the information presented in the complaint. Based on the information available, this potential root cause could not be confirmed or discarded from consideration. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage. There was no indication of a systemic issue with the process or production. Based on available information, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.